Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 195 mg/dl (meter), 160mg/dl (lab) tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.